Event description:
It was reported that this pacemaker system was explanted a couple months after implant. No product allegations have been received at this time. The patient no longer has a system implanted. No additional adverse patient effects outside of the explant procedure were reported.